Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's mother reported via phone call that the customer was admitted to the hospital on (B)(6) 2017 due to diabetic ketoacidosis, was released, but then their blood glucose level was back up to 600 mg/dl. The caller reported that the customer had symptoms of shortness of breath, nausea, and was just lying down. They treated the high blood glucose with the insulin pump. The customer's blood glucose level at the time of admission was 408 mg/dl. The customer was put on the insulin drip and was released the following day. The customer was wearing the insulin pump at the time of the hospitalization. Troubleshooting was performed and it was noted that the site was sore and irritated. The caller declined troubleshooting the skin infection. They were advised that it is important the site be changed every 2 to 3 days to avoid infection and high blood glucose. The device will not return for analysis.